Event description:
It was reported that the device had channel error 240.4150 during an infusion of sodium chloride (nacl) at 60ml/hr. The infusion was then moved toa different channel and pcu. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: unique identifier (UDI) #, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a channel error 240.4150 during an infusion of sodium chloride (nacl) was confirmed and replicated during laboratory testing. Using alaris system maintenance, the fluid side occlusion test was performed on the suspect pump module and the pump module alarmed for error code 240.4150 confirming an issue with the bottle side pressure sensor. The suspect pump module was set for a functional test infusion programed for a rate of 500 ml/hr and a volume to be infused (vtbi) of 1000 ml. The test was completed without any alarm or anomalies being noted. Voltages for patient side pressure sensor where under specification when zero force was applied. The bottle side pressure sensor remained stuck at 4.98v after applying and releasing force. The bottle side pressure sensor was temporarily replaced for testing purposes only and a second test infusion was set. The test finished without alarming for patient side or bottle side occlusion. A review of the suspect pump module s/n (B)(6) error log was performed, and one (1) error code 240.4150 (sensor _broken_high_failure) was observed on the reported event date 11jun2025 at 8:10 am. The recorded malfunction in the error log is related to a pressure sensor. On 11jun2025 at 6:58 am the pump module alarmed for safety clamp open, the administration set was inserted. At 7:01 am an infusion was programed and started for drug ID 1 at a rate of 60 ml/hr and a volume to be infused (vtbi) 500 ml. At 8:09 am the infusion was paused. A primary volume infused (pvi) of 68.714 ml. At 8:10 am the pump module alarmed for error code 240.4150 (sensor_broken_high_failure). A pvi of 69.214 ml. At 8:11 am the unit was removed. External and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. All inspected parts were manufactured by bd. Per product labeling, the system error bd alaris pc unit tipsheet states that following the notification of a system error, operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Bd alaris pcu and bd alaris pump module technical service manual in the troubleshooting section contains information related to error code 240.4150. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: the device was disassembled for this investigation. Please replace the bottle side pressure sensor. Please ensure proper assembly and re-torque all screws to specifications. Repair center should follow their normal processing of the device, looking for any incidental finding issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or physically abused components. Root cause: the root cause for the reported channel error 240.4150 is being attributed to a faulty bottle side pressure sensor. Note that this report lists imdrf annex a040502, a1801,a0404, g02017, g0301201, c1601, c0601, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had channel error 240.4150 during an infusion of sodium chloride (nacl) at 60ml/hr. The infusion was then moved toa different channel and pcu. There was patient involvement but no harm.